Event description:
Customer reported 2 hav igm positive results. The samples were tested with the advia centaur hav total assay and both samples tested negative. Both samples were also tested by another hav igm method and both samples tested negative. Patient treatment was not prescribed or altered. There was no report or adverse health consequences due to the discordant hav igm results.

Manufacturer narrative:
An urgent field safety notice was sent to customers to mitigate the issue of false reactive hav igm results.